Event description:
It was reported the lead had twisted back on itself "at yoke." It was explanted and replaced due to an impedance rise to 1600 ohms. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: no anomalies found; full lead in segments returned and analyzed. It was reported the lead had twisted back on itself "at yoke." It was explanted and replaced due to an impedance rise to 1600 ohms. No patient complications were reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination device performed according to specifications device evaluated and alleged failure could not be duplicated impedance, high twisting.